Manufacturer narrative:
Customer is performing proper battery management and is manually testing their batteries monthly. Customer has 3 batteries that correlate with the platform. Battery 1 is stored in the autopulse, battery 2 is stored in the autopulse bag, battery 3 is stored in the charger. Batteries are switched daily. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see related MFR. Report #3003793491-2013-00950 for autopulse nimh battery s/n unk.

Event description:
Complainant alleged that during patient care, the autopulse resuscitation system performed two compressions and then displayed a "low battery" message. Subsequently a second battery was utilized and the autopulse gave five compressions and the same message occurred. The message was unable to be cleared and the system was unable to be restarted. The autopulse was discontinued and manual CPR was administered for the remainder of the call. The rate of compressions was 37 minutes at > 100. Rosc (return of spontaneous circulation) was never achieved. No adverse patient sequelae was reported, however, the patient expired. Exact date of death is unknown. Patient was approximately (B)(6) and had a chest size of about 48'. No further information was provided.

Event description:
Additional information was received on 29oct2013 from ems coordinator, whereby it was reported that patient's spouse awoke in the middle of the night to find the patient unresponsive in bed. It is believed that the patient was down for approximately 1 1/2 hours. Crew arrived on the scene within 12 minutes to find patient in full asystole (no cardiac activity). Crew did not perform any manual CPR prior to deployment of the autopulse. The autopulse was deployed without any issues. Autopulse platform was used for ~30 sec. Manual CPR was performed for the remainder of the call (~35 - 40 mins). The crew immediately transported the patient to the ambulance. Patient was intubated and acls (advanced cardiovascular life support) guidelines were followed via protocol. Rosc was never achieved. Patient was pronounced dead at the emergency room. Cause of death was due to cardiac arrest.